Manufacturer narrative:
The device was evaluated by olympus. The evaluation found rust on the shaft of the coupler. Additional evaluation findings are as follows: 1.) Endoscope could not be attached to coupler; 2.) Control unit appearance defects; 3.) Appearance defects of the cable. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model ch-s190-xz-e, hd autoclavable camera head to olympus for repair due to a report of "the scope holder of the camera head dislocated." Upon inspection and testing of the returned device, rust was found on the shaft of the coupler. This report is submitted due to rust found on the shaft of the coupler. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the scope and camera head could not connect due to rust on the shaft of the coupler. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and correction to e1. Please see update to b3, b5, e1, e2, e3, h6 and h10.

Event description:
Additional information was received from the initial reporter which confirmed the reported event (the scope holder of the camera head dislocated) occurred during routine inspection. There was no patient harm or consequence reported as a result of the event. This report is submitted due to rust found on the shaft of the coupler during the device evaluation.